Event description:
Boston scientific received information that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) ventricular fibrillation (vf) was induced with a 1.1 joule shock. This was successful in inducing vf. The crt-d detected appropriately, charged and delivered a 31 joule shock. However, at that point the crt-d detected a shorted lead condition and reverted to safety core. This was verified through the yellow fault screen code 1004 displayed on the programmer the patient was successfully externally rescued. Of note, this non-boston scientific chronic right ventricular (rv) lead was tested with normal results prior to this procedure. The physician removed the device from the freshly sewn pocket and again tested the chronic non-boston scientific lead through the pacing system analyzer. Again, all the numbers were in range and stable with slightly higher thresholds. The field representative had suggested before this case to view this non-boston scientific rv lead via fluoroscopy due to issues with this type of lead. However, the physician declined viewing prior to this case. Even after the short occurred the physician declined to view under fluoroscopy as the physician believed the issue was a short in the header of the device. However, after further discussion the physician agreed to view the rv lead under fluoroscopy. Upon review, multiple conductors were noted outside of the rv lead body. The physician elected surgically abandon that chronic rv lead and implanted another non-boston scientific rv lead.

Event description:
Boston scientific received information that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) ventricular fibrillation (vf) was induced with a 1.1 joule shock. This was successful in inducing vf. The crt-d detected appropriately, charged and delivered a 31 joule shock. However, at that point, the crt-d detected a shorted lead condition and reverted to safety core. This was verified through the yellow fault screen code 1004 displayed on the programmer. The patient was successfully externally rescued. Of note, the patient had a non-boston scientific chronic right ventricular (rv) lead. The lead was tested with normal results prior to this procedure. The physician removed the device from the freshly sewn pocket and again tested the chronic non-boston scientific lead through the pacing system analyzer. Again, all the numbers were in range and stable with slightly higher thresholds. The field representative had suggested before this case to view this non-boston scientific rv lead via fluoroscopy due to a recent advisory on this type of lead. However, the physician declined viewing prior to this case. Even after the short occurred, the physician declined to view under fluoroscopy as the physician believed the cause was a short in the header of the device. However, after further discussion, the physician agreed to view the rv lead under fluoroscopy. Upon review, multiple conductors were noted outside of the rv lead body. The physician elected to surgically abandon that chronic rv lead and implanted another non-boston scientific rv lead.

Manufacturer narrative:
The device was returned to our boston scientific quality assurance laboratory in safety mode and underwent analysis. External visual inspection noted no irregularities. All the seal plugs were intact and all of the setscrews operated normally. However, an x-ray inspection revealed the plasma fuse was blown. A review of the device memory noted three oscillator mismatch faults and two high voltage system faults on the day of the attempted implant. In conclusion, the allegation of header damage was not confirmed in analysis. However, analysis confirmed that the cause of the device entering safety mode was due to three oscillator mismatch faults occurring within one minute of each other. The oscillator mismatch faults were caused by electrical overstress due to shocking into a shorted lead.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.